Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("iud was seen centrally located within the endometrium") in a 47 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure insertion and novasure endometrial ablation" on (B)(6) 2013). The patient had a medical history of pregnancy test urine negative, dysfunctional uterine bleeding, trouble falling asleep, libido decreased, caffeine consumption, alcohol use, surgery (rotator or cuff on (B)(6) 2007. Slap - shoulder tear - right aig novasure/essure 2013. Ra hysterectomy/no bso kks 2015), asthma, spontaneous abortion (1), miscarriage (1), vaginal delivery (3), dysmenorrhea, pelvic pain female and parity 3. Previously administered products included: motrin ib, valtrex and biotin. The patient had a family history of cancer (prostate liver) and high cholesterol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 623 days after essure insertion, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted hysterectomy and bilateral salpingectomy and cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: 1 number of coils on the left and o number of coils extending. Discrepancy noted removal date of drug updated to on (B)(6) 2015 from on (B)(6) 2018 00:00. Discrepancy noted insertion date of drug updated to on (B)(6) 2013 from on (B)(6) 2017 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): [hystero salpingogram] on (B)(6) 2014: hystero salpingogram. Findings: multiple images taken including scout film, minimal fill, partial fil] and total fill of the cavity, and we did do bilateria! Magnification views of the right and left tubes. Based upon {findings today, it does appear as though both tubes are obstructed as intended. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records fallopian tube perforation (10065790) and medical device monitoring error (10077672). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Medical history & lab data added including pathology test. Reporter information added, indication added. Non drug treatment updated. Events fallopian tube perforation and medical device monitoring error added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 365 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 365 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.